Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was complaining of "chest tightness and shortness of breath recurring for more than 10 years" and was transferred from the department of endocrinology and metabolism. Patient has been hospitalized for 66 days. The doctor replaced the tracheotomy tube and found that the air bag was leaking. The air bag was replaced with a new one. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product or photos were returned therefore no device analysis could be completed. Because the cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with the instruction for use. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.